Event description:
On (B)(6) 2019 I was injected 4 injections of hyaluronidase to dissolved a filler that was giving me problems with infection due to the injector lock of training. After the filler was dissolved I noticed several pain on my cheek bones and swelling around the eye that has not gone away since the dissolver was injected. I have gone to several doctors but no one is able to tell me if the swelling and pain is the hyaluronidase under the eye. Its been a year and the problem still there, swelling around the area where I was injected, tried several treatments without any success. Just began to use diclofenac gel in order to help with the swelling. I'm experiencing eye twitching on the same side of the injections. The left side of my face is totally normal, I don't have any swelling or pain. Only in the side where the hyaluronidase was injected. I'm trying to find someone who has done some research concerning this dissolver. I have been reading on "(B)(6) website" that many women have been experience same issues concerning complications after dissolving their fillers.